Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A hospital staff reported that there was a lack of aspiration and it was not working as it should be during a surgery. No system messages were shown. Procedure was completed with the same system. No patient impact was reported. The following patient was cancelled due to the issues they were experiencing. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the system was examined by a company representative and the reported event was not replicated. The fluidics module was cleaned and inspected but no problem was found. The company representative replaced the broken display, solenoid spacers, and footswitch cables were all replaced as a preventive measure. The system was tested and found to meet product specifications. The system met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event could not be established.